Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was in his kitchen when they experienced a seizure due to hypoglycemia. The patient stated they did not know how long the seizure lasted but it was less than five minutes. After coming to, the patient tested his blood glucose and it was 36 mg/dl while the cgm was displaying 76 mg/dl. The patient got juice from the refrigerator and drank a big class of juice to increase his blood sugar. The patient's spouse took the patient to the emergency room where they received nine stitches inside their mouth due to the seizure. The patient was provided amoxicillin to prevent infection in their mouth. A computed tomography scan was performed and showed that the patient had a broken nose. At the time of the report, the patient stated they had a scar on their lip. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.